Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that when taking impressions there where gingival overgrowth and doctor realized that the abutment was 5mmof diameter smaller.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one ep® healing abutment 5mm(d) x 5.6mm(p) x 2mm(h) (wth52) was not returned for investigation. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. The lot number is unknown for the reported wth52 device as the customer never confirmed/reported the lot. Complaint history review by item number was conducted for the (wth52) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, the malfunction could not be verified and the reported event was non-verifiable as the conditions of the product when it first reached the customer are unknown and no objective evidence was provided towards the reported event. Product not returned.

Event description:
No further event information is available at the time of this report.